Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, insertion difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and non-calcified mid right coronary artery (rca). Difficulty was noted while attempting to insert a guide wire through the insertion tool included with the advantage balloon catheter inflation device. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. Additional information has been requested and is not available.